Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Concomitant products: unknown stryker liner/ pn unknown/ ln unknown. Unknown stryker tritanium multihole cup with screws/ pn unknown/ ln unknown. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, material sensitivity reactions. Number 8 states, dislocation and subluxation due to inadequate fixation and improper positioning. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient* (reference 0001825034-2017-00245).

Event description:
Legal counsel for patient reported patient underwent a right hip revision due to dislocation. During the procedure, the acetabular bearing and femoral head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Information received in patient's operative report indicates patient was revised due to dislocation and disassociation of the acetabular bearing. Operative report further noted a hematoma, evidence of metallosis, and chronic abductor loss.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component is competitor product. The initial report should be voided.